Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the clinic. Upon interrogation, the atrial lead exhibited noise and low impedance. The lead was capped and replaced. There were no adverse consequences to the patient.